Event description:
Complaint alleges that during a lap chole, the applier misfired several times and failed to lock. The case was completed using a different applier. There was no harm to the patient and the patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be conducted since the reported complaint lot#: 738140079 did not match any devices produced by this MFR. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.